Event description:
It was reported that during the introduction of the guidewire into the microcatheter, outside of the patient, the tip of the wire "teared" off. The physician removed the catheter with both pieces of the guidewire inside of it. The procedure was completed with another of the same device without any patient complications.